Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and cervix carcinoma ("cancerous cells in the cervix") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included endometriosis and constipation. Concomitant products included cholecalciferol (vitamin d) since (B)(6) 2018 and estradiol from (B)(6) to (B)(6) . On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes"), feeling cold ("hormonal changes describe: cold a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("feelings of fullness and bloating"), cervix carcinoma (seriousness criterion medically significant), weight increased ("weight gain/weight gain of 25+ lbs"), nasopharyngitis ("cold a lot") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hot flush, feeling cold, dysmenorrhoea, abdominal pain, abdominal distension, cervix carcinoma, weight increased, nasopharyngitis, migraine, headache and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, cervix carcinoma, dysmenorrhoea, endometriosis, feeling cold, headache, hot flush, migraine, nasopharyngitis, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted on date of essure insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2018: events per pfs: cancerous cells in the cervix, weight gain, endometriosis, migraine and headaches added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), feeling cold ("hormonal changes describe: cold a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and abdominal distension ("feelings of fullness and bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, hot flush, feeling cold, dysmenorrhoea, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, feeling cold, hot flush and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: reporter, patient demographic information, product indication, onset and removal dates updated, new events hot flush, feeling cold, dysmenorrhea, abdominal pain, abdominal distension and device monitoring procedure not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.